Event description:
The retention dome fell into the patient's stomach due to the detachment of the plug. The indwelling time was 44 days. The fallen dome portion was removed immediately using an endoscope.

Manufacturer narrative:
The complaint of a detached of the feeding tube (broken locking arm of the retention clip) is confirmed. The silicone cover that surrounds the clip is in it proper position. Opening the locking clip revealed a complete break in the locking arm. During the evaluation of the sample, the locking arm completely broke away from the base. At the base of the locking arm, the surface is jagged and irregular. The broken locking arm was mated to the base and reveals a close match. The exact cause of the damage is undetermined at this time. No other damage was noted on the device. No defects related to the manufacturing process were found on the complaint sample. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.